Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the child attended first fitting, results suggested that the electrode array had migrated from the cochlea. Imaging showed much of the array has migrated from the cochlea.

Manufacturer narrative:
According to the information received from the field the recipient underwent a re-insertion surgery due to a post-operative migration of the active electrode out of cochlea. Reportedly during re-insertion surgery a full insertion could not be achieved and three electrode channels were left outside of cochlea. However the recipient has been activated successfully. Therefore the device remains implanted and in use. This is a final report.

Event description:
When the child attended first fitting, results suggested that the electrode array had migrated out of the cochlea. No incident of accident or trauma was reported. There have been no changes in health since implantation. Revision surgery to re-insert the electrode array successfully took place on (B)(6) 2019, 9 electrodes are in the cochlea.